Event description:
It was reported that the pen needle 32g 4mm was found clogged during use. The following information was provided by the initial reporter: "I put it on the insulin pen and I adjusted it for how much insulin I needed and when I clicked the button, nothing happened. I changed the needle and it worked fine.

Manufacturer narrative:
Investigation summary : no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen needle 32g 4mm was found clogged during use. The following information was provided by the initial reporter: "I put it on the insulin pen and I adjusted it for how much insulin I needed and when I clicked the button, nothing happened. I changed the needle and it worked fine.